Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator battery would not charge. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The rse provided the part details for a power cord replacement. The bme confirmed once the power cord was replaced, the issue resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.